Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went in for a modular cable exchange with no reports of unexplained alarms or concerns. Log files were collected after the exchange. Prior to the exchange the bend relief on the patient side of the driveline was noted to have split and was able to slightly slide up a bit over the metal part just prior to the connection. The plan was to rescue tape it ensuring that it does not interfere with the connection and to instruct the patient to let them know if there are any sort of alarms or abnormal behavior. The event log file for the heartmate 3 patient contained alarms associated with the equipment exchange. The pump appeared to resume normal operation with no evidence of any type of driveline electrical conductor issue in the limited data following the exchange. The device was operating as intended. It was recommended that continued application of rescue tape on the patient side bend relief happen. Product performance engineering also reviewed the log files. They confirmed the log files showed hsc-069023 in patient use from on (B)(6) 2022. This system controller was exchanged on (B)(6) 2022 and was not connected again until on (B)(6) 2025. Log files were sent for evaluation again on (B)(6) 2025 because the patient had a driveline power fault. The log files were reviewed and confirmed driveline power fault events on (B)(6) 2025. The modular cable and system controller were instructed to be exchanged. It was also instructed that a picture of the inside of the modular cable connection be taken to check for evidence of fluid ingress. This alarm had not interfered with pump operation. The pump stop in the periodic logs appeared to be from a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Furthermore, review of the submitted images confirmed damage and discoloration to the pump cable inline connector bend relief; however, a specific cause for these findings could not be conclusively determined. Review of the submitted images confirmed that the inline connector bend relief appeared to be separating from the inline connector, and a small tear was observed in the bend relief material adjacent to the inline connector. The inline connector bend relief was also discolored brown. Data from the reported event dates of 17jun2025 ¿ 18jun2025 was reviewed in the submitted controller event log files. Data recorded on 17jun2025 prior to 15:27:13 was recorded prior to the connection of the driveline to the pump, which appears consistent with a controller exchange. After the driveline was connected, the pump appeared to ramp up to the stored patient speed without issue. Power b broken faults were captured on 18jun2025 resulting in a driveline power fault alarm that persisted through the end of the file. The file also captured no external power alarms on 18jun2025, which are addressed under the system controller investigation. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including driveline power fault alarms, as well as how to respond to each alarm condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.